Manufacturer narrative:
The insulin pump was received with motor error alarm during the occlusion test and compromised force sensor system alarm during prime test due to faulty force sensor system. The motor passed motor test. The pump was received with cracked battery tube threads, reservoir tube lip and scratched lcd window.

Event description:
The customer reported via phone call of motor error and compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 129 mg/dl. The customer stated that he received a compromised force sensor system alarm after rewinding the pump for motor error. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.